Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not automatically stop after going through bone and plunged into brain tissue during a craniotomy procedure. The perforator was tested before use, the tip responded appropriately by springing up when pressure applied.

Manufacturer narrative:
Device identifier: (B)(4). The perforator was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Device identifier : (B)(6). The perforator was returned for evaluation: device history record (DHR) - there is no indication/an indication that the production process may have contributed to this complaint. Failure analysis - visual inspection showed the following: rust and organic matter. The instruction for use (IFU) testing procedure and functional testing was performed, was found to performed as intended. The root cause is undetermined, and the reported complaint was unable to be confirmed in the complaint evaluation. The returned perforator tested within specifications and the investigation could not confirm the complaint.